Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim/gastrointestinal/pelvic floor it was reported that they reached out to their hcp for suggestions on which program to take, but they were told to "play around" with the program and that frightened them. Patient stated that the reason they were thinking of switching programs was because they do not completely empty when they go to the restroom or sometimes, they would over void or would be "double going" to the bathroom. Patient stated that they increased the intensity in the current program they were in, but it seemed like it really did not do much. Agent reviewed interstim optimization with patient. Patient stated that the ins helped tremendously with their situation because before they had the implant they had trouble going to the restroom, and it would lead to them going to the ER, but after the implant, they feel like it helped relieve 90% of their symptoms but they felt like they could still tweak it a bit to work better specially since they have not tried the other programs yet. Patient will try to test the other programs and monitor their symptoms. Event date was hard to gather because patient would not give a direct answer when asked about event date.